Manufacturer narrative:
Device has been received for evaluation, however investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The customer reported that the infusion pump does not dispense volumes. There is no report of patient involvement and no report of patient harm.

Manufacturer narrative:
The device was received for evaluation. No anomalies or delivery related alarms found in device history. Engineering evaluated the pump is delivering volumes accurately as programmed and, during the period reviewed, only stopped delivering when the cassette door was opened which is correct pump behavior. There was no activity logged for this device during the two months between april 01 and the complaint report date of june 06. The complaint could not be confirmed. The device passed all pvt testing including delivery accuracy testing with device infusion without issue. The customer¿s complaint is not confirmed.